Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: product ID ¿ unknown. Device info - unknown. Date implanted - unknown. PMA/510(k) number ¿ unknown. Manufacture date ¿ unknown. Remains implanted

Event description:
It was reported that patient enrolled in a clinical study and underwent a right partial knee arthroplasty on an unknown date. Subsequently, a manipulation procedure was performed on (B)(6) 2009 due to pain. The surgeon indicated the patient's left knee has 135 degrees post op flexion and 0 degrees post op extension.